Event description:
The parent of a male consumer reported that her son was diagnosed & treated for a corneal ulcer, left eye, associated with wear of o2optix contact lenses in 2006. Lenses were purchased october 2006. Event resolved & lens wear has resumed. The reported eye care professional has indicated that consumer had never been seen in their practice by any of the doctors. They did, however, have record of appointments made and canceled (appts. In 2/2007 and 2/2006 cancelled and one appointment currently on the calendar scheduled for 2007. Request has been made for additional information, however, no further information is available at this time.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is cosidered as a possible infectious corneal ulcer". As there was no product returned or lot number provided, no detailed investigation can be performed.